Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of greater than 125 ohms on the right ventricular (rv) lead. Furthermore, it was noted that the ICD had been incorrectly programmed to dual coil configuration as the rv lead was a single coil lead. Non-invasive program stimulation (nips) testing was done. The shock impedance during testing was within the normal range and therapy delivery was successful. The physician plans to continue monitoring this device system. The rv lead remains in service. No additional adverse patient effects were reported.